Manufacturer narrative:
Additional information: d5, e3, h6, h11. Investigation results: DHR review: the neuchâtel team received four photos for evaluation of the tvt obturator product, product code 810081l and batch number 3944947. An investigation was conducted on the photos received and on the batch file. In photo 1 (phone screenshot with message and two photos), the message corresponds to the complaint description and the batch number on the photo corresponds to the complaint batch. The identification label stuck on the box corresponds to the label stuck on the blister pack. Observing the photo, there is no clear evidence if the blister is still sealed and was not open and already manipulated. An eyelash is visible inside the blister pack. (See document " (B)(4). Pdf" in the section notes & attachments). According to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event: (1 tvt obturator with an "eye lash" inside the packaging). The complaint is confirmed, but it is not related to manufacturing. The product was conforming to specifications at the release. No nonconformance will be opened per the document 100254122. The manufacturing number is (B)(4).

Event description:
It was reported by distributor that there was 1 tvt obturator with an "eye lash" inside the packaging. No patient consequence has been reported. Device is available for replacement.

Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available. The manufacturing number is (B)(4).